Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, the overall posterior slope of the tibial insert, which allowed for excessive posterior contact, especially medially, and patient conditions leading to severe wear of the polyethylene and fracture of the tibial tray.

Event description:
As reported, a (B)(6), y/o female patient with bmi 35, received a right knee initial implant on (B)(6) 2018. Patient was being monitoring post-operative outcome by surgeon. The patient presented to the surgeon, on x-ray it was noted: remarkable narrowed joint space on the medical compartment, a dead space such as a cist at anterior tibia just beneath the tibial component, and metal fragment were observed. A revision surgery for replacing the tibial insert and tibial tray was implemented on (B)(6) 2020. Per the surgeon, the tibial insert was noted as follows: remarkable delamination wear on the both medial and lateral articulating surfaces, completely worn out posterior medial articulating surface, clacks at the posterior under-cut area for locking mechanism, breakage of the central mushroom peg for locking mechanism on the backside. There was also noted metallic wear of the posterior medial edge of the tibial tray, metal debris that might be a part of the component was observed at preop-x-rays, but it was not removed. The surgery was finished without any problem. Device to be returned. He has experienced similar severe polyethylene wear of the cr slope++ inserts in other case, then we have already submitted the experience report for 3 cases ((B)(4)). We have received the result of the case review by exactech engineering team and a feed back and comments from the dr. Stulberg, one of the cr slope designing surgeons, then we have reported all to dr. Ojima, but he is feeling that the design of the cr slope ++ insert (posterior lip is thin) and the quality of the polyethylene might have influenced these failures. He hopes that further information for the mechanism of such early failure, latest investigation report / the track record for similar cases in japan domestic and world wide, and further clinical information from expert surgeons of cr slope tka.